Event description:
Procedure type: hernia. According to the reporter: balloon would not inflate during the case. No patient injury reported. There was no unanticipated tissue loss. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).